Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Retention test strips (lot 330459) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he suffered a stroke on (B)(6) 2019 after receiving an alleged incorrect high result measured with his coaguchek inrange meter serial number (B)(4) on (B)(6) 2019. The patient mentioned that prior to this event, the meter would often display values 1 to 2 inr higher than measurements performed with a laboratory method. At 10 p.m. (B)(6) 2019, the patient measured a sample using the meter, resulting with a value of 3.6 inr. On (B)(6) 2019, the patient suffered a stroke in the morning at his workplace in the netherlands. The patient was admitted to a dutch hospital. On this same day using an unknown method the doctor tested the patient and the result was 2.2 inr at 10:57 a.m. The patient stated that, due to the stroke, he almost lost his eyesight and had "mortal agony". The patient had a computed tomography scan of the brain. Before the stroke event, the patient's therapeutic range was 2.5 - 3.5 inr. During the time of the stroke event, the patient decided to use a therapeutic range of 3.0 - 3.5 inr. After the stroke event, the dutch doctors assigned the patient a therapeutic range of 3 - 4 inr and the german doctors assigned the patient a therapeutic range of 2.5 - 3.5 inr. At 9:00 a.m. On (B)(6) 2019, the patient was tested using the meter, resulting with a value of 7.8 inr. At 9:40 a.m. On (B)(6) 2019, the patient was tested using the meter, resulting with a value of 7.9 inr. Within 1 hour of the meter tests on (B)(6) 2019, the patient was tested using the doctor's roche meter (unknown type), resulting with a value of 5.8 inr. No adverse events were alleged due to the discrepancy occurring on (B)(6) 2019. The patient's product was requested for investigation.